Event description:
It was reported the pt experienced drowsiness after a fall (date unk). There was less drug aspirated than expected. The pump was reportedly "overinfusing". No rotor study or dye studies were performed. The drug used in the pump was dilaudid 20 mg/ml at a dose of 5.795 mg/day. The pump was replaced. The pt recovered without sequela.

Manufacturer narrative:
Device analysis was not complete on the date of this report. A f/u report will be submitted when device analysis is complete.